Event description:
It was reported that multiple ongoing occlusion alarms occurred. The customer's blood glucose level ranged from 340-341 mg/dl. The customer changed pump supplies to address the issue. Subsequently, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.